Event description:
The customer reported that during the second pass - while performing the 2nd varicose vein, the catheter was unplugged (completely out) from the device and the tip of the catheter stayed out. It was bilateral treatment and the customer was aware of position a and b. At the end of first vein while they were trying to go back to the first position, the whole catheter was unplugged from the device.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets the FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect product was not returned for evaluation. This complaint will be used to trend for similar complaints. A search of the complaint database was performed, and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.